Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 05-nov-2015. The most recent information was received on 27-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/ could not stand up or lie down too long without hurting down in her abdominal area, severe cramping"), genital haemorrhage ("abnormal bleeding"), gastrointestinal haemorrhage ("heavy bleeding, he told with that type of heavy bleeding I needed to get a colonoscopy (test was negative)") and cholelithiasis ("gall bladder removal/gallstones") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 6 in 2010, breast mass in (B)(6) 2015, myocardial infarction and tonsillectomy. Concurrent conditions included non-smoker, obesity (morbid obesity), hypertension, type 2 diabetes mellitus, uterus enlarged and uterine fibroid. Concomitant products included medroxyprogesterone (depo provera) for birth control, methyldopa since 2009 for hypertension, metformin since 2010 for type 2 diabetes mellitus as well as thiamazole (methimazole) since (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"). On (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("migraines / headaches") and pelvic pain ("pain pelvis"). On (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse),"). On (B)(6) 2011, the patient experienced rash ("rash/rashes or skin conditions type: rashes"), pruritus ("rashes or skin conditions type: itching on my stomach") and migraine ("migraines/migraines / headaches"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), gastrointestinal haemorrhage (seriousness criterion medically significant) and tremor ("tremors"). On 1-(B)(6) 2013, the patient experienced the first episode of aortic aneurysm ("blood or heart disorder/condition type: aortic aneurysm"). On (B)(6) 2014, the patient experienced anxiety ("anxiety /psychological or psychiatric problems condition: anxiety,") and depression ("depression/psychological or psychiatric problems condition: depression"). On (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced cholelithiasis (seriousness criterion medically significant), haemangioma of liver ("blood mass on her liver"), the second episode of aortic aneurysm ("thoracic aortic aneurysm") and thyroid disorder ("thyroid problem"). The patient was treated with topiramate, surgery (total hysterectomy with b/l salpingectomy) and surgery (cholecystectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, headache, dysmenorrhoea and pelvic pain was resolving, the genital haemorrhage, gastrointestinal haemorrhage, cholelithiasis, haemangioma of liver, tremor, the last episode of aortic aneurysm, thyroid disorder, vaginal discharge, dyspareunia, rash, anxiety, depression, menorrhagia, vaginal haemorrhage, pruritus and migraine outcome was unknown and the procedural pain had resolved. The reporter considered abdominal pain, anxiety, cholelithiasis, depression, dysmenorrhoea, dyspareunia, gastrointestinal haemorrhage, genital haemorrhage, haemangioma of liver, headache, menorrhagia, migraine, pelvic pain, procedural pain, pruritus, rash, thyroid disorder, tremor, vaginal discharge, vaginal haemorrhage, the first episode of aortic aneurysm and the second episode of aortic aneurysm to be related to essure. The reporter commented: essure bilateral tubal ligation: essure was ejected into the tubal ostia and it was protruding through the tubal ostia and the cornua of the uterus signifying good placement. The second essure was taken and placed into the hysteroscopy and placed into the right tube without difficulty, but it was ejected into the tube in total. It was not visible. Patient went to recovery in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Colonoscopy: on an unknown date: negative (normal). Hysterosalpingogram: in (B)(6) 2011: confirmed full occlusion of fallopian tubes smear cervix: on an unknown date: normal. Ultrasound pelvis: on (B)(6) 2010: enlarged uterus with abroids in 2013: unspecified scan: found blood mass on liver. Pelvic ultrasound: 2,4 cm leiomyoma less than 7.mm so1illiry posterior sub mucous sub endometrial cyst. There cyst there is also non specific focal adeno myosis so further evaluation should be done. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and medical records received: reporters details added. Aka names added. Events abnormal bleeding (vaginal, menorrhagia),rashes or skin conditions type: itching on my stomach, migraines / headaches, blood or heart disorder/condition type: aortic aneurysm,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2448, awareness date (B)(4) 2015). Then this spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/ could not stand up or lie down too long without hurting down in her abdominal area, severe cramping"), genital haemorrhage ("abnormal bleeding"), gastrointestinal haemorrhage ("heavy bleeding, he told with that type of heavy bleeding I needed to get a colonoscopy (test was negative)") and cholecystectomy ("gall bladder removal") in a (B)(6) female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 6. Concurrent conditions included non-smoker. In (B)(6) 2010, the patient started essure at an unspecified dose and frequency. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), gastrointestinal haemorrhage (seriousness criterion medically significant), tremor ("tremors") and migraine ("migraines"). On an unknown date, the patient experienced cholecystectomy (seriousness criterion medically significant), haemangioma of liver ("blood mass on her liver"), aortic aneurysm ("thoracic aortic aneurysm"), thyroid disorder ("thyroid problem"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), rash ("rash"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (total hysterectomy on (B)(6) 2016). Essure was withdrawn. On (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the abdominal pain, procedural pain, genital haemorrhage, gastrointestinal haemorrhage, cholecystectomy, haemangioma of liver, tremor, migraine, aortic aneurysm, thyroid disorder, vaginal discharge, dysmenorrhoea, dyspareunia, rash, anxiety and depression outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, gastrointestinal haemorrhage, cholecystectomy, haemangioma of liver, tremor, migraine, aortic aneurysm, thyroid disorder, vaginal discharge, dysmenorrhoea, dyspareunia, rash, anxiety, depression and procedural pain to be related to essure. Diagnostic results: in (B)(6) 2011: hysterosalpingogram: confirmed full occlusion of fallopian tubes. On unspecified date colonoscopy due to heavy bleeding: negative. In 2013: unspecified scan: found blood mass on liver. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Most recent follow-up information incorporated above includes: on 23-may-2017: no further information was received for this case. Company causality comment no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (reference number: FDA-2014-n-0736-2448) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/ could not stand up or lie down too long without hurting down in her abdominal area, severe cramping"), genital haemorrhage ("abnormal bleeding"), gastrointestinal haemorrhage ("heavy bleeding, he told with that type of heavy bleeding I needed to get a colonoscopy (test was negative)") and cholelithiasis ("gall bladder removal/gallstones") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 6 in 2010, breast mass in march 2015, myocardial infarction and tonsillectomy. Previously administered products included for an unreported indication: depo provera from (B)(6) 2010 to (B)(6) 2011. Concurrent conditions included non-smoker, obesity (morbid obesity), hypertension, type 2 diabetes mellitus, uterus enlarged and uterine fibroid. Concomitant products included medroxyprogesterone (depo provera) for birth control, methyldopa since 2009 for hypertension, metformin since 2010 for type 2 diabetes mellitus as well as thiamazole (methimazole) since (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"). On (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("migraines / headaches") and pelvic pain ("pain pelvis"). On (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse),"). On (B)(6) 2011, the patient experienced rash ("rash/rashes or skin conditions type: rashes"), pruritus ("rashes or skin conditions type: itching on my stomach") and migraine ("migraines/migraines / headaches"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), gastrointestinal haemorrhage (seriousness criterion medically significant) and tremor ("tremors"). On (B)(6) 2013, the patient experienced the first episode of aortic aneurysm ("blood or heart disorder/condition type: aortic aneurysm"). On (B)(6) 2014, the patient experienced anxiety ("anxiety /psychological or psychiatric problems condition: anxiety,") and depression ("depression/psychological or psychiatric problems condition: depression"). On (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced cholelithiasis (seriousness criterion medically significant), haemangioma of liver ("blood mass on her liver"), the second episode of aortic aneurysm ("thoracic aortic aneurysm") and thyroid disorder ("thyroid problem"). The patient was treated with topiramate, surgery (total hysterectomy with b/l salpingectomy) and surgery (cholecystectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, gastrointestinal haemorrhage, cholelithiasis, haemangioma of liver, tremor, headache, the last episode of aortic aneurysm, thyroid disorder, vaginal discharge, dysmenorrhoea, dyspareunia, rash, anxiety, depression, procedural pain, menorrhagia, vaginal haemorrhage, pruritus, migraine and pelvic pain had resolved. The reporter considered abdominal pain, anxiety, cholelithiasis, depression, dysmenorrhoea, dyspareunia, gastrointestinal haemorrhage, genital haemorrhage, haemangioma of liver, headache, menorrhagia, migraine, pelvic pain, procedural pain, pruritus, rash, thyroid disorder, tremor, vaginal discharge, vaginal haemorrhage, the first episode of aortic aneurysm and the second episode of aortic aneurysm to be related to essure. The reporter commented: essure bilateral tubal ligation: essure was ejected into the tubal ostia and it was protruding through the tubal ostia and the cornua of the uterus signifying good placement. The second essure was taken and placed into the hysteroscopy and placed into the right tube without difficulty, but it was ejected into the tube in total. It was not visible. Patient went to recovery in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Colonoscopy - on an unknown date: negative (normal) hysterosalpingogram - in january 2011: confirmed full occlusion of fallopian tubes smear cervix - on an unknown date: normal ultrasound pelvis - on (B)(6) 2010: enlarged uterus with abroids in 2013: unspecified scan: found blood mass on liver. Pelvic ultrasound: 2,4 cm leiomyoma less than 7.mm so1illiry posterior sub mucous sub endometrial cyst. There cyst there is also non specific focal adeno myosis so further evaluation should be done. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: outcome of the events was updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-2448) on 05-nov-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain/ could not stand up or lie down too long without hurting down in her abdominal area, severe cramping'), gastrointestinal haemorrhage ('heavy bleeding, he told with that type of heavy bleeding I needed to get a colonoscopy (test was negative)') and cholelithiasis ('gall bladder removal/gallstones') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast mass in (B)(6)2015, parity 6 in 2010, myocardial infarction and tonsillectomy. Previously administered products included for an unreported indication: depo provera from (B)(6)2010 to (B)(6)2011. Concurrent conditions included non-smoker, obesity (morbid obesity), hypertension, type 2 diabetes mellitus, uterus enlarged and uterine fibroid. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control, methyldopa since 2009 for hypertension, metformin since 2010 for type 2 diabetes mellitus as well as thiamazole (methimazole) since (B)(6)2016. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"). On (B)(6)2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("migraines / headaches") and pelvic pain ("pain pelvis"). On (B)(6)2010, the patient experienced dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse),"). On (B)(6)2011, the patient experienced rash ("rash/rashes or skin conditions type: rashes"), pruritus ("rashes or skin conditions type: itching on my stomach") and migraine ("migraines/migraines / headaches"). On (B)(6)2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced genital haemorrhage ("abnormal bleeding"), gastrointestinal haemorrhage (seriousness criterion medically significant) and tremor ("tremors"). On (B)(6)2013, the patient experienced aortic aneurysm ("blood or heart disorder/condition type: aortic aneurysm"). On (B)(6)2014, the patient experienced anxiety ("anxiety /psychological or psychiatric problems condition: anxiety,") and depression ("depression/psychological or psychiatric problems condition: depression"). On (B)(6)2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced cholelithiasis (seriousness criterion medically significant), thoracic aortic aneurysm ("thoracic aortic aneurysm"), thyroid disorder ("thyroid problem") and endometriosis ("endometriosis") and was found to have haemangioma of liver ("blood mass on her liver"). The patient was treated with topiramate and surgery (cholecystectomy and total hysterectomy with b/l salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain, genital haemorrhage, gastrointestinal haemorrhage, cholelithiasis, haemangioma of liver, tremor, headache, thoracic aortic aneurysm, thyroid disorder, vaginal discharge, dysmenorrhoea, dyspareunia, rash, anxiety, depression, procedural pain, menorrhagia, vaginal haemorrhage, pruritus, migraine, aortic aneurysm and pelvic pain had resolved and the endometriosis outcome was unknown. The reporter considered abdominal pain, anxiety, aortic aneurysm, cholelithiasis, depression, dysmenorrhoea, dyspareunia, endometriosis, gastrointestinal haemorrhage, genital haemorrhage, haemangioma of liver, headache, menorrhagia, migraine, pelvic pain, procedural pain, pruritus, rash, thyroid disorder, tremor, vaginal discharge, vaginal haemorrhage and thoracic aortic aneurysm to be related to essure. The reporter commented: essure bilateral tubal ligation: essure was ejected into the tubal ostia and it was protruding through the tubal ostia and the cornua of the uterus signifying good placement. The second essure was taken and placed into the hysteroscopy and placed into the right tube without difficulty, but it was ejected into the tube in total. It was not visible. Patient went to recovery in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Colonoscopy - on an unknown date: assessment: normal. Results: negative. Hysterosalpingogram - in (B)(6)2011: results: confirmed full occlusion of fallopian tubes. Smear cervix - on an unknown date: results: normal. Ultrasound pelvis - on (B)(6)2010: results: enlarged uterus with aroids. In 2013: unspecified scan: found blood mass on liver. Pelvic ultrasound: 2,4 cm leiomyoma less than 7.mm so1illiry posterior sub mucous sub endometrial cyst. There cyst there is also non specific focal adeno myosis so further evaluation should be done. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: newly added events- endometriosis, reporter was added. On 20-mar-2020: live f/u process- social media received: reporter was added, no new clinically significant information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 05-nov-2015. The most recent information was received on 05-may-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain/ could not stand up or lie down too long without hurting down in her abdominal area, severe cramping'), gastrointestinal haemorrhage ('heavy bleeding, he told with that type of heavy bleeding I needed to get a colonoscopy (test was negative)') and cholelithiasis ('gall bladder removal/gallstones') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast mass in (B)(6) 2015, parity 6 in 2010, myocardial infarction and tonsillectomy. Previously administered products included for an unreported indication: depo provera from (B)(6) 2010 to (B)(6) 2011. Concurrent conditions included non-smoker, obesity (morbid obesity), hypertension, type 2 diabetes mellitus, uterus enlarged and uterine fibroid. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control, methyldopa since 2009 for hypertension, metformin since 2010 for type 2 diabetes mellitus as well as thiamazole (methimazole) since (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"). On (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("migraines / headaches") and pelvic pain ("pain pelvis"). On (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse),"). On (B)(6) 2011, the patient experienced rash ("rash/rashes or skin conditions type: rashes"), pruritus ("rashes or skin conditions type: itching on my stomach") and migraine ("migraines/migraines / headaches"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced gastrointestinal haemorrhage (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding") and tremor ("tremors"). On (B)(6)2013, the patient experienced aortic aneurysm ("blood or heart disorder/condition type: aortic aneurysm"). On (B)(6) 2014, the patient experienced anxiety ("anxiety /psychological or psychiatric problems condition: anxiety,") and depression ("depression/psychological or psychiatric problems condition: depression"). On (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced cholelithiasis (seriousness criterion medically significant), thoracic aortic aneurysm ("thoracic aortic aneurysm"), thyroid disorder ("thyroid problem") and endometriosis ("endometriosis") and was found to have haemangioma of liver ("blood mass on her liver"). The patient was treated with topiramate and surgery (cholecystectomy and total hysterectomy with b/l salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, gastrointestinal haemorrhage, genital haemorrhage, cholelithiasis, haemangioma of liver, tremor, headache, thoracic aortic aneurysm, thyroid disorder, vaginal discharge, dysmenorrhoea, dyspareunia, rash, anxiety, depression, procedural pain, menorrhagia, vaginal haemorrhage, pruritus, migraine, aortic aneurysm and pelvic pain had resolved and the endometriosis outcome was unknown. The reporter considered abdominal pain, anxiety, aortic aneurysm, cholelithiasis, depression, dysmenorrhoea, dyspareunia, endometriosis, gastrointestinal haemorrhage, genital haemorrhage, haemangioma of liver, headache, menorrhagia, migraine, pelvic pain, procedural pain, pruritus, rash, thyroid disorder, tremor, vaginal discharge, vaginal haemorrhage and thoracic aortic aneurysm to be related to essure. The reporter commented: essure bilateral tubal ligation: essure was ejected into the tubal ostia and it was protruding through the tubal ostia and the cornua of the uterus signifying good placement. The second essure was taken and placed into the hysteroscopy and placed into the right tube without difficulty, but it was ejected into the tube in total. It was not visible. Patient went to recovery in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Colonoscopy - on an unknown date: assessment: normal results: negative. Hysterosalpingogram - in (B)(6) 2011: results: confirmed full occlusion of fallopian tubes. Smear cervix - on an unknown date: results: normal. Ultrasound pelvis - on (B)(6) 2010: results: enlarged uterus with abroids. In 2013: unspecified scan: found blood mass on liver. Pelvic ultrasound: 2,4 cm leiomyoma less than 7.mm so1illiry posterior sub mucous sub endometrial cyst. There cyst there is also non specific focal adeno myosis so further evaluation should be done. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2448, awareness date 05-nov-2015). Then this spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/ could not stand up or lie down too long without hurting down in her abdominal area, severe cramping"), genital haemorrhage ("abnormal bleeding"), gastrointestinal haemorrhage ("heavy bleeding, he told with that type of heavy bleeding I needed to get a colonoscopy (test was negative)") and cholecystectomy ("gall bladder removal") in a (B)(6) female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 6. Concurrent conditions included non-smoker. In (B)(6) 2010, the patient started essure at an unspecified dose and frequency. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), gastrointestinal haemorrhage (seriousness criterion medically significant), tremor ("tremors") and migraine ("migraines"). On an unknown date, the patient experienced cholecystectomy (seriousness criterion medically significant), haemangioma of liver ("blood mass on her liver"), aortic aneurysm ("thoracic aortic aneurysm"), thyroid disorder ("thyroid problem"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), rash ("rash"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (total hysterectomy on (B)(6) 2016). Essure was withdrawn. On (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the abdominal pain, procedural pain, genital haemorrhage, gastrointestinal haemorrhage, cholecystectomy, haemangioma of liver, tremor, migraine, aortic aneurysm, thyroid disorder, vaginal discharge, dysmenorrhoea, dyspareunia, rash, anxiety and depression outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, gastrointestinal haemorrhage, cholecystectomy, haemangioma of liver, tremor, migraine, aortic aneurysm, thyroid disorder, vaginal discharge, dysmenorrhoea, dyspareunia, rash, anxiety, depression and procedural pain to be related to essure. Diagnostic results: in (B)(6) 2011: hysterosalpingogram: confirmed full occlusion of fallopian tubes. On unspecified date colonoscopy due to heavy bleeding: negative. In 2013: unspecified scan: found blood mass on liver. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on (B)(6) 2017: now reported from lawyer: essure implanted in (B)(6) 2010 for permanent contraception, removed on (B)(6) 2016 via total hysterectomy, suffered painful post-operative recovery. Reported events: severe abdominal pain, severe cramping, severe menstrual pain, abnormal bleeding, pain during intercourse, migraines, rash, vaginal discharge, depression, anxiety, gall bladder removal, all considered related to essure. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavy bleeding (interpreted as gastrointestinal bleeding), and had her gall bladder removed. Upon follow-up receipt, case became legal and severe abdominal pain/ could not stand up or lie down too long without hurting down in her abdominal area, severe cramping (abdominal pain) and abnormal bleeding (genital haemorrhage) were reported. Consumer underwent a hysterectomy almost six years after essure insertion. Cholecystectomy and gastrointestinal bleeding are unanticipated whereas other events are anticipated in the reference safety information for essure. In the present case, consumer had heavy bleeding and her gastroenterologist ordered a colonoscopy. She reported the result was negative. Causes of gastrointestinal bleeding include hemorrhoids, inflamations, ulcers, polyps and tumors of gastrointestinal tract. Given the nature of this event and considering the local effect of essure in the fallopian tubes, causality was assessed as unrelated. The main indication for cholecystectomy is the presence of gallstones and acute cholecystitis, causality with essure was assessed as unrelated. Abdominal pain could be alternatively explained by the gall bladder disease. However, abdominal pain and genital bleeding may occur during essure use. Given their nature and compatible temporal relationship, causality with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. Additionally, non-serious events were reported. A new product technical analysis is expected. Further information will be obtained through the litigation process.